Manufacturer narrative:
Tandem¿s t:slim user guide states: reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer reused the same cartridge for approximately 1 to 2 weeks as multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a cartridge. The customer's blood glucose (bg) level was 545 mg/dl. The bg level was addressed with a bolus via the pump. Reportedly, the customer was hospitalized due to diabetic ketoacidosis. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.